Event description:
A user facility tech reported that a pt gained 2.7 kg of weight rather than losing 1.2 kg. No adverse signs or symptoms were exhibited by the pt during the treatment on the meridian hemodialysis device. The treatment was completed without any device alarms or indication of problems. The weight gain was discovered when the pt was weighed after the treatment was completed. The next day the pt returned to perform another treatment and achieved pt intended dry weight. No pt injury was associated with this incident. Treatment parameters consisted of a 800 ml/minute dialysate flow rate, 500 ml/minute blood flow rate, and a 4 1/2 hour treatment.